Event description:
Some case as: 2184052-2015-00025. It was reported that two trinica screws broke post-operatively. No revision surgery has taken place yet; no revision surgery is scheduled. The broken screws were discovered at the normal 6-week follow-up.